Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed secondary to osteolysis with intraarticular pseudotumor, synovitis, and capsulitis as well as hypertrophic incision.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.